Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported the 6fr glidesheath slender was filleted open during the case. Additional information was received on (B)(6) 2018. It was a diagnostic case, and after the sheath was removed, the user thought that the sheath looked to have been cut open. The patient was fine, and the procedure went as planned. They did not re-insert the dilator into the sheath. The saline came out the distal end of the sheath when it was flushed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation. One 6fr sheath was returned for product evaluation. Visual and dimensional inspection of the sheath revealed a long indentation was present in the sheath shaft beginning at 22.85 mm from the sheath hub to the end of the sheath tip. The indentation was imaged using microscopy. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. Based on past complaint history, patient anatomy and procedural complications may result in mechanical deformation of the device. However, the exact cause of the reported event cannot be definitively determined based on the available information.